Manufacturer narrative:
This product has been returned to ibc. It was determined that there was an interal leak in the device.

Event description:
In the fill and circulation of the priming solution it was observed air/ bubbles in the centrifugal pump. Stopped the circulation, and the perfusionist saw air entrance in the side of the product, without leaking liquid. Exchanged for a new product, circulated the prime without problems. There was no injury for the patient.